Manufacturer narrative:
No product will be returned for evaluation.

Event description:
In 2008, the patient reported that twice her insulin infusion set has leaked at the infusion site and her adhesive was wet. She stated the first infusion set had been in use 3 days when this happened and the most recent occurrence happened after 2 days of use. She stated her infusion sets have expired. During troubleshooting, the patient stated she rotates her sites regularly. She does not use an insertion device. The patient was able to disconnect from her site and successfully bolus a 5 unit bolus of insulin out of the tubing. The patient was advised to change her headset. Courtesy infusion sets and an insertion device were sent to the patient. On follow up with the patient, she stated she is doing well and likes the insertion device. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.